Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the after implantation, it was noted that the left ventricular lead had dislodged. The pocket was re-opened and the lead was explanted and replaced.